Event description:
It was reported that the tip of a 16g bone biopsy needle broke while in the pt's tibia. The breakage took place as the physician was turning the needle into the bone. Approximately 4mm of the tip remains in the bone cortex. There is no plan for intervention to remove the tip fragment. The physician completed the biopsy using another bone biopsy needle. No pt injury reported.

Manufacturer narrative:
The lot records were reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to release. The review showed that no remarkable incidents occurred during the mfg process. As part of all complaint investigations, an attempt to evaluate the subject device as well as how the device was used is considered. In this particular case, no sample was received for investigation. Based on info available and the fact that no sample was returned, the reported problem could not be confirmed. The result of the investigation was inconclusive and the root cause unk.